Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate calcification and moderate tortuosity. The 2.25x28mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Therefore, the sds was removed from the patient and difficultly was also noted due to the anatomy. A non-abbott device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay noted in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.